Manufacturer narrative:
H6: results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021 a patient underwent treatment of a thoracoabdominal aneurysm in the aaa1701 tambe clinical trial. Gore® viabahn® vbx balloon expandable endoprostheses were utilized in aortic branch vessels. On (B)(6) 2021 the gore® viabahn® vbx balloon expandable endoprosthesis in the right renal artery became thrombosed. This led to acute kidney injury. On (B)(6) 2021 a diagnostic angiogram was performed with attempted percutaneous thrombectomy.